Event description:
A malfunction was reported on the pump, possibly due to it being damp. There was no adverse impact to the customer's blood glucose level, confirmed to not have exceeded 500 mg/dl. The customer was instructed to use multiple daily injections as a backup therapy.